Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly after the pump was completely submerged in water when customer went swimming. Customer¿s blood glucose level was 300 mg/dl. Customer reverted to manual injections for insulin therapy.